Event description:
The following was reported to davol by the pt's attorney:(B)(6) 2009 - the pt was implanted with a non-davol anterior biosynthetic support system during a surgical procedure. On (B)(6) 2009 - the pt was implanted with a bard/davol flat mesh and a non-bard/non-davol mesh during a sacrocolpopexy and enterocele repair procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.